Manufacturer narrative:
This report has been filed for an international product (B)(4) that has a similar product (B)(4) distributed in the us. Evaluation is in process. A final report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation was conducted to investigate this issue. Since no returned materials were available for the evaluation, a retained kit of architect anti-hbc ii reagent, list number 8l44-25, lot numbers 95138hn00 and 93464hn00, were tested on two instruments. All calibrations were valid and passed and values obtained for the tested controls were within the specifications stated in the package insert. Reproducibility was evaluated and there was no indication that lot number 95138hn00 displays an unusual performance. All values of the positive control tested with lot number 95138hn00 and no (B)(4) results were obtained. The clinical sensitivity was evaluated with no issues identified. The complaint records for the affected lot number were reviewed with no issues identified related to this observation. The log files were reviewed and a change within pressure monitor shape score was observed. The change of pressure may be caused by the instrument or by sample handling. The most likely cause for this change is introduction of air into the fluid drive line for the sample syringe. Buffer may be out-gassing, the syringe may be leaking, a fitting or pm sensor may be cracked or loose, or there may be a small bit of debris on one of the fitting face seals. Therefore the system has to be checked for bubbles and maybe some parts should be replaced. A precision check was recommended to be performed by the customer and the customer was referred to review labeling for proper sample handling and processing. No product deficiency was identified as a result of the evaluation.

Event description:
The customer stated that one patient sample generated a false (B)(6) result for the architect anti-hbc ii. The test was repeated with a (B)(6) result two weeks after the (B)(6) result was generated. No impact to patient management was reported.